Event description:
It was reported that the physician was unable to aspirate the catheter for a contrast study. No patient symptoms were reported. The catheter replaced. The patient recovered without sequela. The pump contained bupivacaine, fentanyl, and clonidine.